Event description:
It was reported that the user attempted to pair a freestyle libre 3 (fsl3) sensor with the ilet, and was informed that only the freestyle libre 3 plus (fsl3+) sensor is compatible; the user acknowledged this and was advised to use bg run mode while obtaining an fsl3+ sensor. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included customer education and use guidance regarding compatible sensors and operational mode selection. Investigation of this case revealed an incompatible external cgm sensor selection, with device performance dependent on the correct sensor model. It was concluded, based on previously established findings for similar reports, that the cause was use of an incorrect or incompatible component.